Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced stomach pain by the stoma for approximately one month. The stoma was inflamed and secreted a bloody tough glue-like substance. On (B)(6) 2020, the nurse cleaned the stoma and the patient was prescribed a five day course of oral kefexin. No investigation was carried out. In (B)(6) 2020, the stoma was also inflamed and it was also treated with a course of kefexin and healed well. The spouse suspects that the stoma was inflamed for as long as there was stomach pain next to the stoma, which was about a month.